Event description:
Event occurred regarding a transpac IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip where it was stated in the report that there was a water leakage below the drip chamber's connection. Patient involvement is unknown.

Manufacturer narrative:
Additional reporter: (B)(6). Phone: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected. There were no anomalies noted upon visual inspection. The returned set was primed and pressure leak tested. A channel leak was observed between polyvinylchloride (pvc) tubing and the drip chamber. The end of the tubing was microscopically examined and found to have insufficient solvent coverage between pvc tubing and drip chamber. The complaint of leakage was confirmed. The probable root cause of the device was found to be insufficient solvent coverage between the pvc tubing and the drip chamber luer during assembly. D9 - date returned to mfg: 11/20/2025.